Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient has a planned revision due to feeling weakness and the inability to perform normal activities.

Manufacturer narrative:
No devices or photos were received since the devices still remain implanted, therefore the condition of the components is unknown. Device history records review and product history search cannot be performed for the liner since the part and lot information is unknown. These devices are used for treatment. Operative notes dated (B)(6) 2016 confirms that the patient underwent left shoulder revision reverse total shoulder arthroplasty including release of adhesions due to left shoulder instability. It was noted that the liner was removed and a new +6 offset, 40mm diameter retentive poly liner was implanted. No signs of infection were noted. It was also noted that all the components were well fixed with no signs of loosening. Follow up notes dated (B)(6) 2016, (B)(6) 2016 and (B)(6) 2016 noted no complications. The x-ray notes confirm good, stable position and no signs of loosening, fracture, subluxation or dislocation. It was noted from the follow up notes dated 04/26/2016 that the patient woke up with ¿increased pain and decreased function. Arom is greatly reduced from previous visit in early april. Some pain posteriorly. Patient has stopped attending pt, and is doing a home exercise program.¿ x ray notes dated (B)(6) 2016 suggest the ¿glenosphere to be slightly inferiorly subluxed in relation to the humeral component. Components are well fixed in both glenoid and humerus. No signs of shifting or loosening.¿ office notes dated (B)(6) 2016 notes that the patient was no longer attending pt and had returned to activities as able. It is noted from the x-ray notes that the glenosphere was sitting at the inferior rim of the humeral component. It is noted in the office visit notes dated (B)(6)2016 that the patient had more pain than last exam, with more instability sensations and had not returned to activities as able. It was also noted that the x-rays revealed lateral-superior subluxation, similar to that noted on previous exams. Product history search for the humeral stem revealed no additional complaints. A definite root cause cannot be determined with the information provided.

Event description:
It is reported the patient has a planned revision due to feeling weakness and the inability to perform normal activities. X-rays revealed lateral-superior subluxation and the glenosphere is sitting at the inferior rim of the humeral component.